Event description:
As reported via the edwards clinical specialist, post successful deployment of the edwards sapien valve, during removal of the 24fr rf3 sheath the patient experienced dissection of the rfa which ran down the cfa injuring the sfa. The sheath was removed and artery/intima was noticed on the sheath. The operators inflated an aortic occlusion balloon, performed an angio, and placed 3 overlapping stents in the injured area.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's minimum luminal diameter was measured to be 7.0 mm and was noted to have moderate calcification with a high degree of calcification in the section where the vascular injury occurred. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is likely that the less than the recommended vessel size, along with a moderate to high degree of calcification contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.